Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set the device was difficult to disconnect. There was no report of patient impact. The following information was provided by the initial reporter: caller requesting a copy of the IFU for alaris tubing set 10010453. Caller states she wants to see if the IFU for the set addresses set change interval recommendations. Caller states sometimes it is difficult for the clinicians to disconnect this tubing set from the connection.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of unable to disconnect sets could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10010453 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set the device was difficult to disconnect. There was no report of patient impact. The following information was provided by the initial reporter: caller requesting a copy of the IFU for alaris tubing set 10010453. Caller states she wants to see if the IFU for the set addresses set change interval recommendations. Caller states sometimes it is difficult for the clinicians to disconnect this tubing set from the connection.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.